Event description:
During surgery, the plasmablade is causing a patient monitor to blank out when the surgeon is activating device.

Manufacturer narrative:
(B)(4). Eval method, results and conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(6).